Manufacturer narrative:
1038671-2024-03816 multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-03816, 1038671-2024-00064. The most likely underlying cause for the revision reported is a combination of risk factors specified such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) acetabular loosening, and bone fracture. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 59 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, loosening, failure of implant, scar tissue, osteolysis, bone fracture(s), foreign body reaction, joint effusion. No further issues or complications were reported. No additional information is available.